Event description:
The customer observed repeatable, false negative proficiency sample results using vitros ahbc igm on a vitros eciq. Biased results of the direction and magnitude observed could lean to inappropriate physician action. Patient results were not affected. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that the vitros ahbc igm reagent and vitros eciq system were operating as intended. The investigation determined that the false negative ahbc igm proficiency results were due to user error. The operator processed proficiency sample vm1-01, a sample not intended for ahbc igm testing, instead of the correct proficiency sample, vm5-02. The customer obtained acceptable ahbc igm results when proficiency sample vm5-02 was processed.